Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v380835, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that during a replacement of lead and battery, the lead was removed from the lead insertion site and after removing the lead and noticing all components were not intact, the doctor used fluoroscopy to verify a fragment of the lead was left in the patient¿s body. The lead was removed and the partial lead was removed prior to reinsertion. The issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.